Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first r ib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings had triggered due to low impedance and short ventricle-ventricle intervals on the right ventricular (rv) lead. In addition, the lead exhibited high thresholds and noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.